Manufacturer narrative:
This report is submitted on january 25, 2018, (B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with a new device on (B)(6) 2017.